Manufacturer narrative:
Received 395pcs of 450062/20l09c for evaluation. Received customer pictures. We have no remaining inventory of this material/batch. We have no further complaints for this material/batch. We forwarded the complaint, customer samples and pictures to our supplier for their investigation and comments. A review of the manufacturing and inspection records of the concerned batch showed no abnormality which could be related to the reported issue. Retain and customer samples were visually inspected; no bent front needle nor abnormality related to the reported event was found. The rigidity of the needle tubes was also tested; all were within the range of standards. The needle part of the product concerned is strong enough to meet international standards. However, it may be deformed or damaged if the load exceeds this limit. The complaint could not be duplicated.

Manufacturer narrative:
Complaint (B)(4). The needle was used together with the quickshield safety holder, item 450230 - see MDR 1125230-2021-00067. Samples from the customer were only recently received and forwarded to the supplier, where we purchase the needle from. As soon as the investigation of the event will be completed, a supplemental report will be filed.

Event description:
Customer states when the psr (phlebotomist) attempted to engage the safety shield from the base,the needle bent and the psr was stuck by dirty needle. The date of occurrence was (B)(6) 2021. Used another needle/ hub (holder) from the same lots and the needle bent again. The incident was reported by the end user to (B)(6) for follow up and proper treatment for the psr.